Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a flexnav delivery system (ds). During the preparation, the valve was unable to be loaded successfully, and the stent struts were observed to be bent. A new 35mm, navitor vision was replaced. During the procedure, pre-implant balloon valvuloplasty (pre-bav) was performed using a non-abbott balloon and the patient was reported to be a pacer dependent for a first-degree heart block. The valve was able to be implanted at a depth of 3-4mm on the non-coronary cusp (ncc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. A permanent pacemaker was placed to resolve the event. The implanter classified this event ("pacer dependent") as being related due to the patient's past medical history. The patient was discharged.